Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a routine follow-up. High impedance on svc-can vector was noted. Programming changes were made on the shocking vector. The lead will continue to be monitored.